Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. The model number is 9805. Serial number/date (B)(4) is an invalid number, does not display the correct manufacturer. Notification letters are being sent to all manufacturers of this model medical device. The owner's manual part number 1024492 rev e (may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Consumer called stating that the 9805 hydraulic lift allegedly will not stay raised, it will start to lower,slowly. No injury. Serial number reported : (B)(4) is invalid